Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a suspected infection related to the pump; the hcp wanted to remove the pump. The pharmacist was inquiring about intrathecal to oral conversion of baclofen. As of the date of the report, the patient received 200 mcg/day of intrathecal baclofen. Per the reporter "the hcp changed the baclofen out anyways because he was not concerned about an infection". It was unclear if the pump was explanted. Additional information has been requested, but was not available as of the date of this report. The pump delivered baclofen.

Event description:
Additional information indicated that the patient was thought to have had a history of (B)(6) and was being treated as an inpatient. The medicine department was noted to have "requested a refill of the pump which was going to be alarming in one or two days". It was noted that they had proceeded with the refill as the infection was noted to have been very remote to the pump location. The patient was noted to be afebrile. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).